Manufacturer narrative:
Trackwise(B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 through oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 10/15/2021. An investigation was conducted on 10/20/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the harvesting device. The c-ring was observed to be intact, no visual defects were observed. The heater wire on the harvesting device was observed to be intact, no visual defects were observed. Heavy amounts of blood and charred material was observed on the heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties. The mechanical evaluation was conducted (3) times with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated trend analysis: the overall ¿evh cannula¿ 24 month complaint trend data for the period nov -2019 through oct-2021 was reviewed. The overall complaint rate was found to be 0.188% and is above +3sd. Run rule triggered above 3 sd in oct 2021 for the overall control chart and fitting problem w/ cannula to be addressed under crf.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutter was getting caught up in the harvesting cannula and would not move in and out of the cannula. They had to replace the device and open a new kit to finish the case. There were no patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.